Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the clinical root cause of the revision is likely due to a malposition and/or dislocation of the poly insert. However, based on the images provided, and without complete supporting clinical documentation and/or analysis of the explanted device, this cannot be confirmed. The impact to the patient is limited to the reported revision of the insert. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that patient underwent to primary tka surgery on (B)(6) 2017. The surgeon in charge reported that the patient was under his treatment until (B)(6) 2018. By that time, the patient had a mobility of 0/0/120° and was mobilized without a stick. The patient was still complaining of night pain at that time. Since (B)(6) 2017, the patient was fully employed. In (B)(6) 2019, an external arthroscopy of the knee joint was performed under the suspicion of a low-grade infection, which did not reveal any evidence of germs, nor did scintigraphy show any evidence of loosening. The patient then presented to another clinic in (B)(6) 2019. According to examination findings 0/0/110°, it was found that the patient had discrete medial instability in flexion, full stability in extension, minimal ap displacement under traction. The excerpt of the outpatient clinic report showed that the examiner postulated a dislocation of the inlay based on op photos and a video of the ask (B)(6) 2019. In 01-mar-2019, the excerpt from the other doctor's report stated that images from the arthroscopy showed protrusion of the polyethylene tread compared to the metallic tibial base plate. For possible assessment of the position of the polyethylene tread, a lateral image of the right knee joint in standing position with low kv count was obtained on (B)(6) 2019. It was observed a limited assessability, the anterior edge of the polyethylene inlay projected approximately 1 mm dorsal to the anterior edge of the metallic baseplate. In (B)(6) 2019, another arthroscopy was performed under the suspicion of inlay luxation. This was confirmed arthroscopically by lifting the inlay with the raspatory. The surgeon described the correct positioning of the inlay in the medial tooth and a lateral protrusion of 3 mm due to malpositioning. The open revision with inlay replacement was performed in the same session by a change of surgeon. The excerpt from the other doctor's surgery report stated levering out the polyethylene inlay. The outcome of the patient is unknown.